Event description:
It was reported that the patient programmer shuts off computer systems and shuts pacemakers off. The patient had been told to keep the batteries out of it when going into hospital settings and that sort of thing.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v001988, implanted: (B)(6) 2006, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on 2014-(B)(6).